Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that a buildup of blood and/or contrast in the guide wire lumen contributed to the reported difficult to remove. Manipulation of the device ultimately resulted in the reported shaft separation; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.d10, h3 - the device was initially reported as returning for analysis, but has now been reported as not returning because it was discarded at the account.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the circumflex coronary artery with no tortuosity. The nc trek balloon dilatation catheter (bdc) was advanced with resistance noted with an unspecified guide wire. There was also resistance noted with the guide wire during withdrawal. The shaft of the bdc separated inside the anatomy and was able to be removed with the guide wire that was already in the patient. Another, same size nc trek was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.